Event description:
A report was received that the patient had multiple elevated impedances that could not be ruled out, after the physician attempted to reposition the lead, and have multiple attempts of moving and inserting stylet which have multiple contacts. It was also reported that the patients lead had migrated and was having inadequate stimulation. The patient underwent a lead replacement procedure per physician's preference.

Manufacturer narrative:
Sc-2317-50 (sn (B)(4) device evaluation indicated that the complaint of lead has been confirmed. Visual inspection of the lead found that the lead body was elongated/stretched. High resistance readings were registered at contacts # 1 to 8. X-ray inspection confirmed fractured cable in the proximal end of the lead, close to the retention sleeve. The fractured cables resulted in the reported complaint of high impedance. It appears that excessive tensile force were exerted onto the lead and it resulted in the reported complaint. Sc-4318 (ln 20018488) device evaluation indicated that the clik anchor passed all tests performed.

Event description:
A report was received that the patient had multiple elevated impedances that could not be ruled out, after the physician attempted to reposition the lead, and have multiple attempts of moving and inserting stylet which have multiple contacts. It was also reported that the patients lead had migrated and was having inadequate stimulation. The patient underwent a lead replacement procedure per physician's preference.